Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose. The blood glucose reading was 50 mg/dl. Prior to the event, the patient experienced low blood glucose levels in the morning. The customer treated by drinking with orange juice. No further information was provided.